Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms on the right atrial (ra) lead. During troubleshooting, the patient was standing and moving their arms around while impedance measurements were taken; sometimes the measurements were normal but other times they were out-of-range. It was noted the system has been implanted for about six weeks. Device data was submitted to technical services for review. Technical services reviewed the available device data and recommended x-rays of the device header, to confirm the lead was fully inserted into the device. Additional troubleshooting steps were provided, including performing more specific patient movements while taking impedance measurements, to see if jumps in measurements or noise could be produced. A connection issue was suspected and an invasive procedure may be needed to confirm and resolve the out-of-range impedance measurements. The sales representative planned to discuss the recommendations with the physician. Additional information was received. The physician performed an x-ray inspection of the system but the findings were not provided to the local sales representative. The physician will continue monitoring the patient and ra lead, with no plans for an intervention at this time. No adverse patient effects were reported. The device and ra lead remain implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.